Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# va0nsgs, implanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect and their symptoms returned yesterday. The patient felt like they could feel some stimulation, but was having leakage. The patient was unable to increase stimulation with the programmer and it was reviewed that the upper limit was reached. The programmer said 6.35 and that was as far as it would go. The patient thought they saw the lightning bolt and there was no program with a checkmark. The patient used the navigator keys and saw that they were on program 1 at 6.35 and when they increased it showed that they were at the upper limit. The patient would have an appointment with their health care provider (hcp) in a week or 2. The cause of the event was not determined. No outcome or interventions were reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was later reported that the patient was still having concerns regarding their device or therapy by they were working with their doctor or manufacturer representative. The patient stated they had an appointment scheduled for (B)(6) 2015. Additional information from the healthcare provider stated the patient did have a 50 percent or greater symptom reduction. It was noted that the patient did not have a loss of therapeutic effect or stimulation. The cause of the event was not determined and reprogramming was done on the patient's device. It was stated that after reprogramming the patient was doing well and recovered without permanent impairment.